Manufacturer narrative:
MDR 3003442380-2024-00684 - device 4 of 8.

Event description:
Unomedical reference number (B)(4) event occurred in spain it was reported that the patient faced a kinked cannula within few hours of usage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.